Event description:
The advocate called for help with his customer's meter. While troubleshooting, it was discovered the meter display was intermittently missing segments. No adverse were events were alleged. The meter is to be returned for evaluation. A new contour meter kit was sent to the customer.